Event description:
The reporter indicated the surgeon implanted a 12.6mm micl 12.6 implantable collamer lens in the patient's left eye (os) on (B)(6) 2008. The reporter indicated an anterior subcapsular cataract had developed but was not visually significant. The lens remains implanted.

Manufacturer narrative:
(B)(4): evaluation:method - work order search.results - a lens work order search was performed and one similar complaint was found within the work order. Conclusions - (no conclusion can be drawn): based on the complaint history and work order search, a specific root cause of the event could not be determined.(B)(4): lens remains implanted.

Manufacturer narrative:
Method: medical review. Results: per medical review - reportedly an asc (anterior subcapsular cataract) was detected at the clinical exam following icl implantation five years ago. According to the report the cataract was not visually significant. Lens remains implanted. No reported loss of bcva. It should be noted that literature reports that only 1-2% of patients develop clinically significant cataract following icl implantation probably due to patient related factors (especially high myopes and older patients). Conclusions : based on the complaint history, work order search and the medical review, a specific root cause of the event could not be determined. (B)(4).